Event description:
It was reported that the handpiece overheated prior to the start of a surgical procedure. The drill was not used on the pt, and another device was used during the procedure. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the MFR for eval, and the reported condition of the device overheating was duplicated. Based on the investigation details, the likely cause was problems with the nose cone, spindle housing, motor cartridge, and the driveshaft and rotor assemblies. Those parts were replaced. Service will repair and return the device to the customer.